Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred during the load process. In addition, a minimum fill notification occurred after filling a cartridge with 300 units of insulin. Customer¿s blood glucose was 100 mg/dl. The issues were resolved when a new cartridge was successfully loaded , and customer was able to resume insulin therapy.